Event description:
It was reported by the customer that he checked the counterpulsation balloon as it is missing some parts to the cardiosave intra-aortic balloon pump (iabp). The patient involvement in unknown.

Manufacturer narrative:
(B)(6) upon completion of the investigation into this event a follow up report will be submitted.